Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. As per advised of the technical team, the customer checked the connections between the display unit and the main electronics and found well connected. Additionally, visible indicator is not working as intended. The customer identified a defective main electronic. As a resolution, the defective component has been replaced.

Event description:
The customer reported the device is displaying errors and blocked touch screen. There is no patient involvement with this event.